Event description:
I started having really bad pelvic pains after getting the essure put in. It persisted everyday until I got them removed. I also experienced migraines, depression, and ovarian cyst.

Event description:
Additional info received from the reporter on (B)(6) 2014: I started having the same pains two weeks before I start my period every month since (B)(6). I went back to my doctor and they wanted me to do physical therapy. I did that for 7 weeks and it did not help at all. I went back yesterday to my doctor and now I am having to get a total hysterectomy done.